Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial section of the lead was returned, analyzed and the distal conductor fractured. Lab personnel also noted that they could not determined anchoring sleeve fization site. 10.5cm of distal coil was returned only.

Event description:
It was reported that the lead fractured. An attempt was made to extract the lead, but the locking stylet would not pass. The stylet was removed and the portion of the inner conductor came out with the stylet. The extraction was aborted. A new lead was implanted. No patient complications have been reported as a result of this event.